Event description:
It was reported that the "pump infected" no "long" after implant. The pump was removed. The pt was in the hospital for "about"a week and then had a device installed in her neck with IV medication administered at home for about 8 weeks. The pump was reinstalled "later."

Manufacturer narrative:
(B)(4).